Manufacturer narrative:
(B)(4). Result: (myocardial infarction and death).

Event description:
One endeavor sprint rx drug-eluting stent was implanted in the mid rca during the index procedure. Patient was discharged the day after the index procedure on aspirin and clopidogrel dosing. Approximately 2 months post index procedure, the patient was hospitalized for an incisional hernia repair which was performed without complication. Patient died 2 days post surgery due to septic shock and myocardial infarction. The investigator has stated that the myocardial infarction was an anterior acute non-stemi, it is unknown if a target lesion was involved. The cause of death was a cardiac death due to myocardial infarction and septic shock, the death was associated with a myocardial infarction and there was no evidence of stent thrombosis, no autopsy was performed. The patient was taking the study medications at the time of these events. The investigator has stated that the death event was not related to the study procedure or study drug and remotely related to the study device.